Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a national post-market product surveillance from (B)(6). The title of this report is ¿national post-market product surveillance - tenxor external fixation system¿ which was issued on 9/19/2006 and is associated with the tenxor external fixation system. Within that report, intraoperative and post-operative complications/adverse events were reported. It was not possible to ascertain specific device or patient information from the article; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore 11 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses pin infection. Six out of 6 cases.

Manufacturer narrative:
Please note new information in b2 and h6 (device code, clinical signs code and health impact code) sections.

Event description:
The manufacturer became aware of a national post-market product surveillance from hospital monografico asepeyo de traumatologia, madrid. The title of this report is ¿national post-market product surveillance - tenxor external fixation system¿ which was issued on (B)(6) 2006 and is associated with the tenxor external fixation system. Within that report, intraoperative and post-operative complications/ adverse events were reported. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 11 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses pin infection. 6 out of 6 cases.